Event description:
It was reported that during a sling procedure, the graft material pulled apart. The doctor had to open a second until to complete the procedure. This incident prolonged the procedure approximately twenty minutes. No further complications were reported.